Manufacturer narrative:
The pump was received with unresponsive buttons due to moisture damage at the keypad traces. Traces of corrosion were found at the electronic assembly per visual inspection. Unable to perform functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the unresponsive buttons. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the buttons were unresponsive. Customer's blood glucose was 444 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.